Manufacturer narrative:
(B)(4). The aquabeam console has not yet been returned to the manufacturer for investigation.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure there were multiple "e02 - console error" messages generated with the aquabeam console. The error was cleared, and the procedure was continued through successful completion. The reported event caused a surgical procedural delay of over 20 minutes. There were no adverse health consequences with the patient because of this event.

Manufacturer narrative:
H.3 device evaluation by manufacturer: the aquabeam console was returned for investigation. The reported "e03 - console error" message was able to be reproduced in addition to a "e02 - console error" message. E02 was triggered when priming at 50% and e03 was triggered priming at 100% pump power. The encoder was observed to have irregular signals using an oscilloscope, which was a sign of a misaligned encoder wheel. Contaminants observed on the encoder were tested to be pump cartridge piston oil and is funneled through the pump nest intake. However, this contaminant is a lesser contributor to the e02/e03 compared to a misaligned encoder. A review of the aquabeam robotic system's log file confirmed the e03 error message in addition to an e02 error message. A total downtime of 1 hour 14 minutes, and 59 seconds were observed. A review of the device history record (DHR) was conducted, which confirmed that there were no nonconformances generated during the manufacturing process of the aquabeam robotic system and/or aquabeam console associated to this event. The review indicated that the aquabeam robotic system and/or aquabeam console met all required specifications upon release for distribution. A review for similar complaints confirmed three (3) other similar events have been reported to procept biorobotics. The aquabeam robotic system user manual, um0101-00 rev. E, states: table 5 system detected errors and faults "e02 - console error release foot pedal and click x. If error persists, turn off and turn on console." "E03 - console error release foot pedal and click x. If error persists, turn off and turn on console." The root cause of the encoder misalignment was due to the incorrect spacer tool being used. A new spacer tool was implemented on (B)(6) 2020 to address encoder alignment issues. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.